Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, the reported error codes were not able to be duplicated. However, video was lost while testing the unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the visera elite video system center exhibited scope communication errors (b30) and error e216. It was also noted, caller had cleaned scope contacts with alcohol, powered unit off/on but the error persisted. There was no harm or user injury reported due to the event.

Event description:
This report was submitted for the scope communication error (b30).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was unable to be duplicated. However, the evaluation confirmed a loss of image when the device was tested. It's likely the loss of image was due to the scope communication error (b30). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.